Event description:
The hcp reported that patient was "not feeling well" as she was driving and had a minor car accident. There was no trauma involved. She was seen at the clinic for a dose adjustment. The pump was interrogated with a motor stall message appearing. In 10/2004 a rotor test was done that showd the pump had a stalled motor. A follow up report will be sent when additional information is received.